Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Due to the g3 powerheart AED being a legacy product, many of the components are no longer available from our suppliers and zoll no longer services the product.